Manufacturer narrative:
Product evaluation found that the lens was returned dry in a lens vial with clear surgical residue/debris on product. Visual inspection found residue on lens, the haptic torn and torn off from lens. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon attempted to implant a cq2015a, +20.5 diopter, intraocular lens in the patient's right eye (od) on (B)(6) 2017. During surgery, the haptic was torn off. There was no patient contact with the device. No other information was able to be provided.